Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient was treated with IV antibiotics and the drg system was explanted. Cultures were performed and the patient tested positive for staph infection. The infection resolved over time.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated